Event description:
It was reported that during an unspecified procedure, the microcatheter burst. During power injection, the renegade hi flo 150/10 catheter "exploded". The physician was doing an injection at 3ccs/minute. They removed the device intact from the pt and continued with a second unk catheter. No pt complications occurred.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.